Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 505 mg/dl at the time of incident. Customer stated that other relevant blood glucose value was 400 mg/dl, 500 mg/dl, 388 mg/dl, 498 mg/dl, 572 mg/dl, 452 mg/dl, 521 mg/dl, and 380 mg/dl. Customer experienced symptoms such as chest feels tight, shriveling up, dehydration. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose. Customer stated that they did not alleging insulin pump was under delivering. The customer was assisted with troubleshooting. The customer was treated with manual syringe for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to test insulin pump. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer states the cannula was bent. The insulin pump will not be returned for analysis.